Event description:
It was reported that the customer had many scratches on the display window of the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump received with scratched display window, cracked display window corners, cracked reservoir tube lip.